Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The definitive root cause of the reported event cannot be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged plug unit was discovered and causing the reported b30 scope communication failure. Additionally, the cable unit was found deformed and the subject device failed the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a procedure, his olympus hd autoclavable camera head was presenting a b30 scope communication error. According to the initial reporter, another similar device was used to complete the procedure without any patient harm.